Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella rp flex for mechanical circulatory support. It was reported that shortly after initiation of impella flows, there was a pump motor stop which resolved after restarting the pump twice. The flows returned back to p7 without any further reported issues. It was reported that the patient survived the normal explant.

Manufacturer narrative:
The investigation of temporary pump stop has been completed. The impella device was not returned for evaluation. The root cause of the temporary pump stop issue was most likely biomaterial.